Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that the anchor on the 4.75 healix advance kntls br device was shredding as it was being inserted. The surgeon was concerned the material was not as robust as normal. The anchor was implanted without major issues besides its thread material seemingly shredding off. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l67303), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.